Event description:
Alleged issue: the staples did not close fully. The patient was sent home after surgery, but experienced oozing form the incision that required frequent dressing changes in the first 24 hours. The patient returned for re-closure of incision. Patient condition listed as fine.

Manufacturer narrative:
Device sample not received by manufacturer. Per DHR the product visistat 35w 6/box, lot #01m1200074 was manufactured on 12/11/2012 a total of 9000 pieces. Lot was released on 12/13/2012. DHR investigation did not show issues related to complaint. Complaint can not be confirmed since the sample was not available for investigation, therefore, it was not possible to determine the root cause for the defect reported and a corrective action for it. We will continue to monitor and trend relating complaints.